Event description:
It was reported that a patient¿s full device system was explanted due to diagnosed issues of lead impedance and battery life remaining. It was noted that the explant went well with no issues. It was reported that there were no patient symptoms or complications associated with the event and the patient status was noted as no injury. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the implantable neurostimulator was removed due to the battery life and when checking the lead it was ¿showing impedance¿ on combinations with the electrode negative and the case positive. It was noted that the ¿challenges¿ occurred during the implant of the new lead and a lack of motor response from the patient was noted during testing. It was reported that there was concern that there was a defect within the long testing cable or gray patient cable.

Manufacturer narrative:
Product ID 3889-28 lot# v231075, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 355018, lot# w60053, product type: accessory. (B)(4).

Event description:
Additional information received reported that during the replacement device implant procedure the patient never had therapeutic effect. During the procedure with the introducer kit, the 5" foramen needles were used to gain access to the s3 space without issue. The needle placement within the s3 was confirmed via fluoroscopy. It was reported that during the case they were unable to gain the appropriate response to stimulation during the testing phase with the needle placement. It was noted that diagnostic testing and troubleshooting included multiple changes in screener boxes and batteries during the procedure and reconnection of the patient cable to the grounding pad and the j-hook cable. It was reported that results remained the same and there was no motor or sensory response during the testing. It was noted that due to the lack of results during testing the case was aborted due to lack of findings. There was a plan to revisit the testing with the patient in the near future. It was reported that the physician expressed a question or concern about the connecting cables and asked if there were shorts within the cables. Additional information received reported that the impedance found in the explanted system was high and screening via the clinician programmer was used to detect the issue. It was noted that the cause of the implanted system issues was not known. It was reported that retesting had not yet occurred and had not been rescheduled. Nothing was reported regarding patient outcome.

Manufacturer narrative:
Concomitant products: product ID: 041827, product type: screening device. Product ID: 041831, product type: screening device. Final analysis of the auxiliary screening cable (product 041827) revealed no anomaly. Final analysis of the accessory patient cable (product 041831) revealed no anomaly.